Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal delivery totals in total daily dose did not match the active basal program totals. The date was incorrect.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: on investigation, the total daily doses for (B)(6) 2017 were not available for review; the available total daily doses history showed out-of-order dates from (B)(6) 2017 to (B)(6) 2017. Review of the black box revealed power on reset on (B)(6) 2017 at 17:26. The pump was powered back on and the time and date was set incorrectly by the user; the time and date was set to 11 may 2017 17:35. This user error is the reason why the total daily doses appear to be inaccurate. On (B)(6) 2017 at 13:38, the user manually changed (corrected) the date to 13 june 2017. On investigation, the pump was powered on and exercised for 24 hours without any malfunction. Delivery accuracy was confirmed during investigation. Investigation did not duplicate a total daily dose history recording defect. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked.